Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: liner expanded as designed. Tip unopened but radially torn and stretched at distal liner edge. High gap between liner and axial tip score line. One kink observed at 10 cm from strain relief. A laboratory sample 26mm commander delivery system with a crimped sample 26mm thv was advanced through the returned sheath. The esheath tip opened, but a radial distal tip torn occurred. The score lines were visible at intended locations. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. The complaints for resistance between system components leading to inability to advance through sheath, sheath damage, and sheath distal tip tear were confirmed based on evaluation of the returned device. Review of the DHR and lot history did not provide any indication that manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment, and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. Although follow-up from the field stated the patient's access vessels had "mild" calcification, "mild" tortuosity, and a minimum luminal diameter sufficient for use of the 14f esheath+ (greater than or equal to 5.5mm), without imagery (3mensio or other pre-op CT) the vessel characteristics could not be confirmed. Additional patient or procedural factors (such as challenging anatomy or non-coaxial advancement angles) may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. In this case, resistance was experienced during insertion of the delivery system with crimped thv through the sheath. If additional manipulation was applied to overcome the encountered resistance, this may lead to sheath damage such as the kink reported in this event. As such, available information suggests that procedural factors (device manipulation) likely contributed to the reported sheath damage. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was opened to address esheath inner diameter hdpe damage contributing to the tip tear events.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in france, it was a case of an 23mm sapien 3 ultra valve implant, in aortic position by transfemoral approach. During the procedure, it was not possible to advance the delivery system through the esheath as it got stuck in the blue portion. In addition, the esheath cracked during valve insertion. Consequently, the system was removed from the patient as a single unit, and the device was replaced by a new one. A second valve was successfully implanted. There was no harm to the patient. As per pre-decontamination evaluation, it was observed that the sheath distal tip was damaged. During functional testing of the returned device, the sheath distal tip was torn.